Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during a carotid procedure for stent implantation, the physician positioned an unknown sheath at the common carotid artery and advanced a .035 guidewire into the upper internal carotid artery. There was no reported product issue with the sheath used. A 5 mm. Angioguard was then positioned into the upper internal carotid artery and deployed the basket. The target lesion was not pre-dilated. A precise 8 x 40 stent was then deployed at the common/internal carotid artery target lesion without any reported problem/product issue. The precise delivery system was removed. The physician then tried to advance the angioguard recovery sheath, but was not able to cross the lesion and removed the recovery sheath. An aviator plus 4 x 30 balloon catheter (bc) was then advanced to post-dilate the precise stent. The balloon appeared to inflate and deflate nicely based on angiographic pictures. The physician then attempted to remove the bc through the sheath but experienced difficulty. The sheath was then withdrawn into the aorta but the balloon was still not able to be withdrawn through the sheath. After several attempts, the aviator plus bc and the angioguard were removed as a single unit. After removal, inspection of the bc indicated the balloon had sheared itself off on the sheath. The sheath was noted to have a nick on it. There was no reported patient injury. The devices are being returned for inspection. The target lesion was a 99% occlusion of the left common/internal carotid artery. The residual stenosis was 30%. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. Addendum: inspection of the returned product indicated that the shaft of the aviator plus bc was split.

Manufacturer narrative:
The report received indicated that during a carotid procedure for stent implantation, there was withdrawal difficulty during removal from the sheath of an aviator plus balloon catheter. Also, the physician was unable to pass an angioguard capture sheath past the lesion. The target lesion was a 99% occlusion of the left common/internal carotid artery. There was no patient injury reported. An unknown sheath was positioned at the common carotid artery and a .035 guidewire was advanced into the upper internal carotid artery. A 5 mm. Angioguard was then positioned into the upper internal carotid artery and deployed the basket. The target lesion was not pre-dilated. A precise 8 x 40 stent was then deployed at the common/internal carotid artery target lesion without any reported problem/product issue. The precise delivery system was removed. The physician then tried to advance the angioguard recovery sheath, but was not able to cross the lesion and removed the recovery sheath. An aviator plus 4 x 30 balloon catheter (bc) was then advanced to post-dilate the precise stent. The balloon appeared to inflate and deflate nicely based on angiographic pictures. The physician then attempted to remove the bc through the sheath but experienced difficulty. The sheath was then withdrawn into the aorta but the balloon was still not able to be withdrawn through the sheath. After several attempts, the aviator plus bc and the angioguard were removed as a single unit. The residual stenosis was 30%. After removal, inspection of the bc indicated the balloon had sheared itself off on the sheath. The sheath was noted to have a ¿nick¿ on it. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. (B)(4); the product was returned for inspection. One non sterile aviator plus 4.0mm x 30.0mm 142.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. An axial balloon burst was observed. The distal tip was split and torn. There were blood residues observed in the returned device. An unknown angioguard and unknown sheath were received with returned device. No other anomalies were observed in the returned device. Dimensional analysis of proximal seal could be not performed since the shaft was torn. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure pta system withdrawal difficulty-through guide/sheath could be not confirmed since dimensional analysis could be not performed due to catheter condition. The failure body/shaft frayed/split/torn-in patient was confirmed since the body shaft was received damaged/torn. However the exact cause of body shaft torn-in could be caused during procedure after experiencing difficulties by customer during catheter removal. The product analysis does not suggest that the reported failures could be related to the manufacturing process of the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported withdrawal difficulty of the aviator plus from the sheath could not be confirmed as dimensional analysis could not be performed due to the damaged/torn catheter and the exact cause could not be determined. Based on the information available, the unknown sheath was noted, post-procedure, to have damage described as a ¿nick¿. The interaction with the damaged sheath may have contributed to the withdrawal difficulty of the balloon catheter ultimately causing it to fray/split. With regard to the angioguard capture sheath, difficulty crossing a product through a previously placed stent is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information available, there are possible vessel characteristics (stent within lesion) that may have contributed to the failure to cross reported. Neither the DHR nor the analysis of the returned device suggests that the difficulty experienced by the customer could be related to the manufacturing process of the device; therefore, no corrective action will be taken.